Event description:
An ulna rod was implanted into a patient on (B)(6) 2017. At some point post operatively, the rod broke. The bone around the rod did not heal. Explant surgery has not yet been scheduled.